Event description:
It was reported that the right ventricular lead exhibited poor electrogram signal during the implant procedure. The physician felt the helix was not fully extending and retracting after multiple repositions. Another lead was implanted. There were no patient consequences.

Event description:
New information received noted that the poor signal was low amplitude.

Manufacturer narrative:
A complete lead was returned in one piece, measuring 57.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.